Manufacturer narrative:
(B)(4). Date sent: 09/02/2025. D4: batch # unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? Was there any other issue noted with the staple line other than bleeding (malformed staples, staple line missing staples, etc.)? How was the bleeding controlled? How much blood was lost (ml)? Did the patient require a transfusion? Could you please provide more details about the type of oozing? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished #pve35a, with lot/batch #a9dj2j, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a nephrectomy procedure; it was observed that the jaws would not open. The sales rep stated that the device was not working. There was patient bleeding when they could not open the jaws but it was under control. The patient was fine. The staple line was intact just having issues removing the jaws. They attempted to reverse the knife blade and went through the override steps, reversed, removed the battery, tried to reverse the blade again, opened the jaws. Manual override the device did not work and took over 10 minutes until the jaws release. There was no patient consequence nor surgical delay reported. No additional information provided.